Event description:
It was reported to arthrocare on (B)(4) 2013, that there was an alleged re-bleed on (B)(6) 2010 following a tonsillectomy procedure using the evac 70 xtra wand that took place on (B)(6) 2010. No other info was provided to arthrocare regarding this alleged event, nor there was any explanation provided as to the delay in reporting.